Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient has a new nurse who is trying to charge patient's implant at school but patient is shaking and in pain because device is off. Caller wanted to know how to turn stim on using the ins recharger (insr). Caller said the same thing happened about a month ago and caller was able to use the insr to turn stim back on. The nurse had been trying to recharge patient, patient was red and hot and shaking, she had just given him his 1oclock medication. Patients father said patient has severe dystonia and ataxia his symptoms affect his swallowing but he is not eating. Troubleshooting involved syncing with the patient programmer. The patient programmer showed rc only low ins battery stim off. The nurse was worked with to turn the stim back on with the insr but the ins battery was too low. The nurse tried using the patient programmer but the patient programmer showed charge the implant screen. Nurse continued trying to recharge the patient. It was reviewed to the nurse that as soon as the ins battery is at least one quarter or has enough to provide his settings they should be able to turn it back on. The nurse said that she has helped the patient charge every day and yesterday it was at about a half full. The nurse said they normally put the insr antenna in the straps for the patient's wheelchair, offered to send adhesive discs. The nurse and the father stayed on the line while the nurse continued to recharge the patient and eventually battery became full enough and she was successful to turn stim back on and said patient's symptoms were starting to improve. Online tutorials and the programmer and insr handbook were sent to the nurse so she could have her own copy. No further complications were reported or anticipated with this event.